Event description:
International customer observed a tear on the drain upon removing the device from the packet. No further info was provided.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. Intl affiliate reports the following possible products: lot 45344isp, mfg date:12/04/2006, exp date: 02/29/2012. Lot 44756isp, mfg date: 07/26/2006, exp date: 09/30/2011.